Event description:
Reportedly, the instrument would not close completely while on tissue. When fired, the staples did not form properly. Bleeding at the site - a large amount of blood loss was reported. Patient typed and crossmatched.